Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the proximal superficial femoral artery (sfa). The 5x40mm armada 18 balloon dilatation catheter (bdc) was advanced to the target lesion and the pressure was applied to the balloon. The balloon did not inflate and a hole in the balloon was suspected. The bdc was removed from the patient. Another 5x40mm armada 18 bdc was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.